Event description:
Information received with return of the device does not address the patient's clinical status but notes at implant, multiple attempts to obtain a magnet response were unsuccessful. Pacing was evident at the base rate but there was no rate change with magnet application.